Event description:
The user reported the device alarmed as intended and gave a "battery alarm" when being checked out after initial receipt. The alarm notified the biomed that the unit was not operable. No pt involved.